Event description:
A malfunction alarm, identified as malf 12, occurred with an insulin pump distributed by a.import.sk s.r.o in slovakia on november 12, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support, who provided instructions to reset the pump successfully. The malfunction did not recur, and the customer was instructed to continue using the pump, with the understanding to call back if the issue reappeared.